Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had loose retainer ring. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and p-cap/reservoir locked properly in place. Device received with pillowing keypad overlay. No damage to the reservoir tube lip or retainer noted.